Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken lens. Furthermore, the following additional issues were identified during inspection: the outer tube is bent and has a dent, there was fiber breakage and scratches on the distal end, and there were minor faded laser marking on model ring. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the telescope, had a broken lens and it is unable to be seen out of. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 8 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely, the cause is related to excessive force by the customer. Olympus will continue to monitor field performance for this device.